Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was cracked and had a piece breaking off from it. The customer stated that she had taped the device up and that most of the edge below the battery cap was gone. The blood glucose reading was 300 mg/dl. She stated that she did not know how the damage had occurred. She stated that she noticed the damage when she changed out her insulin and a piece was missing; she noted that a piece had broken off when she took the battery cap off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a broken battery tube threads, cracked reservoir tube lip ,missing end cap sticker and broken battery cap.